Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred during an ovarian cyst removal although end tones, indicating a completed seal cycle, were heard. A bipolar grasper was used to stop the bleeding. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Two lf1637 ligasure devices were received in unopened packages. These devices were not the incident samples. Regardless, they were tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.